Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited no sensing and loss of capture (loc) due to perforation. No surgical intervention was required as doctor confirmed hole was completely closed at that moment. No additional adverse patient effects were reported.